Manufacturer narrative:
Internal reference number: (B)(4). Customer service contacted the customer to ask additional information concerning the patient's status, whether the implant caused or contributed to the stated injury, whether bleeding occurred, what medical intervention was required to avoid further injury. The customer stated that the implant was removed due to numbness. However they have not heard from the patient and the patient has not returned to the office since implant removal. Therefore, the current status of the patient is unknown. The patient was not hospitalized, nor was she provided any medical intervention other than implant removal. Visual inspection and measurement of the returned product confirm that the product information provided by the customer matches with the returned product. Visual inspection shows bone and residue between the threads. The threads appear to be filed. The customer also reported a similar complaint in b)(4). The loss of nerve sensation as described may have been caused by failure to follow procedures. Failure to obtain patient specific anatomical knowledge from preoperative radiographs may result in unfavourable outcomes. The symptoms as described could be secondary to the local anaesthetic, a retraction trauma from the tissue handling, drilling too close to the nerve canal, or compressing the nerve canal with the installation of the implant. The best way to avoid compromised treatment outcomes is to maximize pre-treatment diagnosis and treatment planning. Surgical planning should be completed with full knowledge of the patient's mental and physical state, as well as local site evaluation. The customer should be aware of the dimensions of the device and its limitations. The report was not sent to the manufacturer because the importer and manufacturer are the same company; both parties become aware of the event on the same awareness date.

Event description:
On (B)(6) 2019 a customer created an on-line complaint concerning a patient who experienced nerve injury symptoms near an implant site. This implant was removed from tooth position us19. The numbness did not disappear after implant removal.